Manufacturer narrative:
Summary of evaluation: the tibial component could not be evaluated as it was not returned to the MFR. Attempts to obtain the device or add'l info have been unsuccessful.

Event description:
The tibial component was revised for unknown reasons.